Manufacturer narrative:
(B)(4) follow up: it was reported syringes have very soft or puny fins and also let air escape when you are injecting. To aid in the investigation, one photo was provided for evaluation by our quality team. From the photo, it was not possible to confirm the conditions reported. Evaluation of retention samples from the same batch was also performed, and no defects were observed. A device history record review was completed for provided material number 990172, lot 4108930. Inspections were carried out according to plan and no record of this condition was observed. There were no quality occurrences or maintenance events related to this incident. Sample inspections during manufacturing did not find any leakage. To date, there have been no other similar events reported for this lot. Based on the investigation, bd was not able to confirm the condition reported.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/su barrel / flange was damaged. The following information was provided by the initial reporter translated from spanish to english: the health professional, interventional cardiologist, chief of hemodynamics of fcv tells me that there are some bd syringes, those without needle, which have very soft or puny fins and also let air escape when you are injecting, as if they do not hold the pressure and thus do not serve these syringes. This incident has happened to him on several occasions, only when he uses this reference. He says that this does not happen with the ones with needles.